Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history record was reviewed and there were no nonconformities, rework activities, or first pass test specification failures related to the complaint. The device is no longer a new build device and further initial manufacture record review is not required. Review of device history indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was not performed due to lack of previous service events in the past year. There was no non-conforming product identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.